Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the forceps channel could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation observed that might result in the retention of foreign material and it could not be determined if the facility device cleaning/reprocessing was implemented in accordance with the IFU, however, the issue was likely the result of insufficient cleaning/reprocess. The event may be detected by following the instructions for use sections below: gif/cf-170 series operation manual chapter 3 preparation and inspection. Gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Reprocessing survey info: is pre-cleaning being performed immediately after a procedure? Yes. If so, please describe how the pre-cleaning is performed or please state the steps taken during the pre-cleaning. Unknown. What cleaning solutions used with the endoscope? Please state manufacturer and model. Unknown. How often is the minimum effective concentration being checked? Unknown. Is the endoscope being leak tested prior to manual cleaning? If so, please provide the model and manufacturer of the leak tester. Unknown is the endoscope channel being brushed during manual cleaning?. If so, please specify if the brush is a single use brush or reusable? Unknown. Please provide the model and manufacturer for the brush. Unknown. What type of aer is being used to reprocess the endoscope? Please specify model, manufacturer, serial # unknown. Have there been any problems noted with the aer? No when was the last pm for the aer? Unknown. What disinfectant solutions used with the endoscope? Please state manufacturer and model. Unknown. How often is the minimum effective concentration being checked? Unknown. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a foreign material in the distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the colonovideoscope had a cleaning brush get caught. The issue was found during preparation for use for a diagnostic procedure, which was completed with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.